Event description:
It was reported that the lead exhibited considerable variation in real-time measurements (500-1000 ohms). Thresholds varied from 0.5 v to 3.5 v in the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.